Event description:
Caller reported potential false negative troponin I (tni) results on triage cardio profiler test compared to dimension rxl. Triage test gave false negative results in the ER at 7:37 am for a (B)(6) female patient who was admitted with shortness of breath. By accident, the alternate method (rxl) for tni was ordered in the lab. When the test was run, the result was different from the original result from the triage meter. Testing was then repeated with both the triage meter in the lab and the rxl. With the triage test, the tni result again came out negative (at 8:09 am). Testing was performed on a second lab instrument (at 9:39 am) and the result was close to the original testing on the rxl. Patient was sent to medical floor to rule out mi; two more tests done. Patient discharged on (B)(6)2010; mi ruled out. The cut-off for triage test is 0.1 (any value >0.1 is considered positive at this site which also matches the cut-off for the dimension rxl. Based on the cut-off, any patient with tni >0.1 is being admitted.

Manufacturer narrative:
Investigation pending.